Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was unable to charge their implantable neurostimulator (ins). They were unable to communicate with the recharger or clinician programmer 8840. It was noted that patient compliance/illness and hospitalization may have led or contributed to the issue. The manufacturer representative used the antenna locate (al) feature multiple times to yield a normal charge session. The patient was able to charge their ins in the clinic to 3/4 and the power on reset (por) was cleared. The issue was resolved. No patient symptoms were reported and there were no further complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.